Manufacturer narrative:
(B)(4). The insulin pump system mentioned is being reported under MFR# 3004753838-2015-85722.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report continuous glucose monitoring (cgm) and insulin pump inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.